Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 200 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step during testing and was returned to the technician for further evaluation. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device mac address label was added - original was illegible, universal porting block port, rear and front enclosure was damaged, and all were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New information: during the evaluation the device failed a test step for (dp purge valves and dp calibration: dp @ 10.00 cmh2o). Inconclusion the sensor board was replaced, and the device was recalibrated to address the issues. Device passed all testing. Additionally, the device failed a test step for check clock settings therefore the real time clock was reset to address the issue unrelated to the reported malfunction. Box h coding was updated.

Event description:
The manufacturer received information alleging a trilogy 200 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step during testing and was returned to the technician for further evaluation. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device mac address label was added - original was illegible, universal porting block port, rear and front enclosure was damaged, and all were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.